Event description:
Baxter received in (B)(4) on (B)(6) 2011. According to the report, the device leaked vancomycin in the housing prior to usage. No sample is available for evaluation. There was no report of patient involvement, injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). Per the customer, a sample is not available. Additional narrative: per the customer, this device is not available for evaluation. Therefore, the results of evaluation could not be completed and the reported condition could not be confirmed. Should the device and/or any additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). No product lot number has been identified; therefore, a batch review is unable to be completed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.